Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effect of death, as listed in the mitraclip ntr/xtr instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for the patient deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The clips remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title ¿incidence and short-term outcomes of surgical bailout after transcatheter mitral valve repair with the mitraclip system." The other patient effects reported are filed under a separate medwatch report number. (B)(4).

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, stroke, transient ischemic attack, cardiogenic shock, heart failure, cardiac tamponade, kidney injury, hemorrhage, medical intervention (pacemaker, blood transfusion, balloon pump, intubation), hospitalization and surgical intervention(mitral valve replacement and repair). Details are listed in the attached article, titled ¿incidence and short-term outcomes of surgical bailout after transcatheter mitral valve repair with the mitraclip system." Please see article for additional information.